Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was found unconscious with low blood glucose levels of 1.4mmol. The customer was treated by the paramedics, then taken to the ER where the blood glucose levels were at 7.7 mmol. The customer remained unconscious and suffered spasms while in the hospital. No troubleshooting was performed on the insulin pump and no insulin pump download was possible due to a computer problem at the hospital. Nothing further was reported.